Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 black reload to perform failure analysis. A review of the stapler log shows that the sureform 45 curved-tip stapler instrument (lot number: k18250918-0330), was installed on the system 7 times and fired 7 stapler reloads (1 blue, 2 green, 4 black, in that order). On installs 1-5, and 7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first two clamp attempts were incomplete. The third clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs. A review of the customer-provided video shows a sureform 45 curved-tip stapler instrument with a sureform 45 black reload positioned on lung parenchyma. At approximately 02:42, the stapler instrument on universal surgical manipulator (usm) #1 clamps successfully on the first attempt and fires without any pauses for compression. During the firing sequence, the tissue within the stapler jaws is pushed distally along the length of the jaws, consistent with a ¿tissue pushout event¿. Potential contributors to a tissue pushout event include any obstruction in the knife path, including previously fired staples. The video also shows some manipulation of the parenchyma with grasper instruments to feed tissue into the jaws. It is advised against overstuffing the jaws, as this can prevent the target tissue from lying flat on the anvil. An additional troubleshooting step the surgeon may consider is downsizing the stapler reload color particularly if the black stapler reload is consistently firing without any pauses for compression.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the surgeon observed tissue to be pushed out from the jaws of a sureform 45 curved-tip stapler while firing a sureform 45 black reload, resulting in improper dissection. After the event, the reload was noted to have an exposed blade. It is unknown whether the event resulted in holes or gaps in the staple line; however, no staple line leaks or bleeding were observed. The suspected cause was residual staples or staple-on-staple formation, as the surgeon reportedly fired across an existing staple line. No system error messages were displayed at the time. The issue was resolved by excising additional tissue using a third-party ethicon stapler instrument. The procedure was completed robotically without further complication. No postoperative issues were reported, and there is no indication that the event is expected to result in long-term complications.